Event description:
According to the facility on 10/17/2023 during a knee arthroscopy the #11 blade broke in half. Per the facility "half stayed with the handle and half in the knee".

Manufacturer narrative:
According to the facility on (B)(6) 2023 during a knee arthroscopy the #11 blade broke in half. Per the facility "half stayed with the handle and half in the knee". Per the facility the blade was retrieved, and all pieces were accounted for. Per the facility the patient is "fine", and no serious injury was noted. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.